Event description:
Blood was noted in the balloon pump. Alarm indicated "leak in iab circuit". During the removal of the balloon pump, it was noted that the balloon was left behind as a foreign body. Apparently, there was a fracture from the balloon pump catheter. A surgeon was called to explore the femoral artery, however the balloon could not be removed. The patient was taken to or for open surgical exploration. The patient developed cardiac arrest, aggressive CPR with no response. The patient was pronounced dead in the operating room. On 02/21/06, datascope notified iab would be retained by facility.